Event description:
It is reported that the hinge of the component was mounted upside down. The device was able to be corrected causing a 30 to 40 minute extension of the surgery.

Manufacturer narrative:
Information was rec'd from a foreign source who is not required to complete form 3500a. Evaluation summary: the standard fixture used to ensure that the hinge post is installed correctly could not be used during the manufacture of this device due to interference caused by the custom feature on the device. As this was a custom device, this was the only piece manufactured as part of this lot and therefore, no other distributed product is suspected to have a similar non-conformance.